Event description:
New information received notes that another pmt episode was seen later which self resolved. No changes were made.

Event description:
It was reported that during device interrogation, an episode of pmt was noted. Device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.